Manufacturer narrative:
H10: it was reported by customer that buretrol sets leaking at the bottom of the chamber. Four samples of product 82113e were submitted for quality evaluation. The samples were primed and leakage was noticed coming from the bottom of the buretrol cylinder. The customer complaint of component damage - leak was confirmed. After the investigation along with the manufacturing and quality operations team, the most potential root cause for the leakage in the bottom cap/burette is a lack of solvent due an incorrect method of solvent application performed by the production personnel by not performing a straight gluing of the burette up to the top of the dispenser guides. A quality alert was to reinforce the correct method to add solvent to the burette, a holding time to the burette engagements during the manufacturing process and additional inspection process. A device history record review for model 82113e lot number 25095819 was performed. There was one quality notification issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gravity set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that buretrol sets leaking at the bottom of the chamber.